Event description:
It was reported to boston scientific corp in 2007, that an endoscopic retrograde cholangiopancreatography procedure using an extractor xl retrieval balloon catheter was performed in a male patient (age and weight unknown). According to the complainant, the physician was attempting to remove a "2cm stone" when the catheter "broke." The balloon then deflated and "the catheter along with the balloon was retrieved." Reportedly, the stone was removed on the next day, with a second extractor xl retrieval balloon catheter. At the conclusion of both procedures, there were no patient complications or ill effects reported.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A device history record review for this lot number was conducted; no anomalies were found. A search of the complaint database revealed no additional complaints reported for this same lot. The aug 2007 15-month gi retrieval balloon product family complaint trend, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.